Manufacturer narrative:
Product complaint # ==> (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  added: a2 (dob), b5, g1 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d6a, h6 (clinical and medical device problem codes) h6 clinical code: removed the code for insufficient information and replaced with ambulation difficulties (e2302) and pain (e2330). H6 medical device problem code: retracting the reported code for loss of or failure to bond (a040102).

Event description:
On (B)(6) 2012, the patient had a removal of deep hardware from distal femur, right total knee replacement with stem extension of the femoral component to address osteoarthritis right knee, status post previous distal femoral osteotomy. Depuy components, including depuy patella, were implanted during this procedure. On (B)(6) 2015, the patient had a right total knee replacement to address tibial loosening at the bone/cement interface, pain and limping. A preoperative radiograph showed migration of the tibial component. The femoral component was noted to be well-fixed and was not removed. There was no mention of the patella. Depuy components were implanted during this procedure. On (B)(6) 2015 post operative notes indicated that in a radiograph, the patient¿s left knee did show loosening of the tibial component (unknown manufacturer), but the right knee was stable-appearing.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for right tibial migration/loosening. Event is serious and is considered severe. Event is definitely related to device and is definitely not related to procedure. Date of implantation: (B)(6) 2012, date of event (onset): (B)(6) 2015, (left knee). Treatment: tibial tray and insert revised on (B)(6) 2015.